Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise resulting in oversensing and inappropriate shock was noted when it comes to this electrode. Provocation testing was done and noise was intermittently reproduced. It was noted that possible movement of the electrode was suspected and seen on the anterior/posterior x-ray. The device remained programmed to the primary vector with smartpass on. No intervention was performed. No adverse patient effects were reported.